Event description:
Customer called to report that the sample cup on the synchron lx clinical systems, model lx20 pro, was broken and leaking human serum onto the instrument. Customer did not report harm to patients or instrument operators. Customer was sent new sample cups.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).